Manufacturer narrative:
Evaluation method: a visual examination and functional testing were performed on the led. The device history and sterilization records were also reviewed. Results: visual inspection showed multiple instrument markings on the outer tubing and separation above the insertion handle on the terminal end. There was also spacer compression damage between electrode 8 and insertion handle on terminal end. The lead passed the continuity test as well as the resistivity test, with all channels measuring less than 4 ohms. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint was not confirmed for "lead broken / fractured". The lead passed continuity and resistivity tests. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2006, the patient was implanted with an scs system. The patient was in a car wreck and his stimulation would not work after that. The wreck fractured the lead and the patient lost stimulation. The entire system was explanted and replaced on (B)(6) 2010.